Event description:
The customer reported the ventilator alarmed and went vent inop while in use on a patient due to a flow sensor failure. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturers service technician was unable to duplicate the customer reported problem. Review of the device diagnostic code log noted a vent inop occurrence due to a flow sensor failure as reported. The service technician performed testing of the flow sensors and extended self testing and all tests passed per operating specifications.